Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Post procedure the patient's blood pressure dropped. It was discovered that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis to treat the effusion and the patient required resuscitation. The patient remains in the hospital recovering from this event.